Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebq2134 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the that PICC line was leaking and the line needed to be exchanged or removed. Per notes in chart: (B)(6) 2018 vat called because dressing non-occlusive. Dressing changed and catheter found to be out 5 cm. Line flushed by bedside rn and catheter noted to be leaking. After speaking with providers line left in place (but not used) so a decision could be made to exchange of remove the line. After ID consulted and IV antibiotics changed to po, the line was removed the next day. Almost a complete break in catheter noted at the point where the catheter joins to the wings.